Event description:
On 11/27/96, during surgery, surgeon discovered that the vitrectomy cutter would not cut. A second pack was opened from the same lot (incident #1114346) which did not cut as well. Another pack was opened. Surgery was delayed five (5) mins; was no effect on the pt. Reporter returned both cutters. Rptr indicating using this product many times without a similar occurrence.